Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.